Manufacturer narrative:
The date of this submission is (B)(4) 2014. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2014-00002. The manufacturer report number for the second product in this case is 8041101-2014-00003. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 15-apr-2014. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041101-2014-00002. The manufacturer report number for the second product in this case is 8041101-2014-00003. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed for dental cleaning (route-dental, lot number 1423d, frequency, expiration date unspecified). After an unspecified duration, the little metal hook on top of the dispenser where consumer used to cut the floss of desired length broke off. The consumer mentioned this happening with last two dispensers. The consumer reported having to use scissors or another dispenser to cut the floss. This report had no adverse event and the action taken with the device was not applicable. This report was considered a reportable malfunction case in the united states. Additional information was received on 07-feb-2014. A review of the complaint data revealed no unfavorable trend and no trend involving lot number 1423d. The field sample had not been received for evaluation. However, the retain sample was visually evaluated according to product specification and test method by appearance and all test results met specification by appearance evaluation. The review of the manufacturing related issues, trend analysis, retain sample and device history review did not indicate that the product failed to meet specification. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains as a reportable malfunction case in the united states. Additional information was received on 29-mar-2014. On 03-mar-2014, field sample was received open and used and was visually evaluated. Sample failed to meet specification since the sample was received with broken insert. Complaint category evaluated was closed with a disposition as undetermined. This report remains as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed for dental cleaning (route-dental, lot number 1423d, frequency, expiration date unspecified). After an unspecified duration, the little metal hook on top of the dispenser where consumer used to cut the floss of desired length broke off. The consumer mentioned this happening with last two dispensers. The consumer reported having to use scissors or another dispenser to cut the floss. This report had no adverse event and the action taken with the device was not applicable. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 13-feb-2014. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041101-2014-00002. The manufacturer report number for the second product in this case is 8041101-2014-00003. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss mint waxed for dental cleaning (route-dental, lot number 1423d, frequency, expiration date unspecified). After an unspecified duration, the little metal hook on top of the dispenser where consumer used to cut the floss of desired length broke off. The consumer mentioned this happening with last two dispensers. The consumer reported having to use scissors or another dispenser to cut the floss. This report had no adverse event and the action taken with the device was not applicable. This report was considered a reportable malfunction case in the united states. Additional information was received on 07-feb-2014. A review of the complaint data revealed no unfavorable trend and no trend involving lot number 1423d. The field sample had not been received for evaluation. However, the retain sample was visually evaluated according to product specification and test method by appearance and all test results met specification by appearance evaluation. The review of the manufacturing related issues, trend analysis, retain sample and device history review did not indicate that the product failed to meet specification. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains as a reportable malfunction case in the united states.